Event description:
It was reported that stent moved on the balloon. Upon unpacking of a 2.75 x 48mm synergy? Xd drug-eluting stent, it was noticed that the distal edge of stent was not fully on the balloon. The procedure was completed with a non-boston scientific device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was disposed; therefore, a technical analysis could not be performed. Device history record review: this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned the conclusion code of unintended use error caused or contributed to event. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. Based on the event description, it is most likely that an unintentional handling error during unpacking occurred, most likely as the stent protector and/or product mandrel was being removed.

Event description:
It was reported that stent moved on the balloon. Upon unpacking of a 2.75 x 48mm synergy? Xd drug-eluting stent, it was noticed that the distal edge of stent was not fully on the balloon. The procedure was completed with a non-boston scientific device. No patient complications were reported.